Event description:
During the procedure, air aspirated from the sheath when the volt catheter was inserted. The volt catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.